Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate stimulation. Troubleshooting was performed, including multiple reprogramming attempts, and x-ray imaging was obtained to confirm a lead migration. A revision procedure was completed and both anchors and leads were replaced.

Manufacturer narrative:
Section d10 - concomitant medical products: lead - sn# (B)(6), cat# 3008; lead - sn# (B)(6), cat# 3008. The device was discarded, and unavailable for analysis. X-rays of lead positioning after the lead migration had occurred, were provided and reviewed. Without the return of the device, it is not possible to reach a definitive root cause for the lead migration. The evoke scs system surgical guide details proper active anchor use and lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.